Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During post-ivus after stent placement, the proximal side of the y-connector became twisted and unusable. After this, it was also noticed that there was a separation at the lap joint section of the catheter. The physician was able to remove the device completely by pulling it, and another similar device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned product consists of the opticross imaging catheter. Visual inspection showed that the sheath was kinked, the imaging window was detached, and the catheter itself was twisted. Microscopic analysis further showed the detachment and twist. All compiled information on this investigation determines that the most probable cause is: failure to follow instructions.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During post-ivus after stent placement, the proximal side of the y-connector became twisted and unusable. After this, it was also noticed that there was a separation at the lap joint section of the catheter. The physician was able to remove the device completely by pulling it, and another similar device was used to complete the procedure. There were no patient complications.